Event description:
It was reported that this right ventricular (rv) lead was having loss of capture that caused more than 2 seconds of asystole. Technical services reviewed the case and discussed the lead parameters; low amplitude signals were also noticed. Reportedly, this patient received a temporary rv lead, and a revision was scheduled. Subsequently, this rv lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.